Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 169 mg/dl. The customer confirmed the issue did not result in a serious injury or hospitalization. While troubleshooting, the customer attempted to perform a 5 unit fixed prime, but insulin did not exit. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set and the tubing connector and then push insulin slowly through the tubing. The customer reported that insulin exited the tubing. The customer was advised that the insulin pump was working as designed. The customer was advised that the alarm had been caused by an occlusion related to the reservoir or infusion set. The customer was advised to call back if further issues occurred. The customer was informed that the reservoir and infusion set would be replaced. The customer did not return the product for analysis.